Manufacturer narrative:
Patient age and implantation details unavailable at the time of this report this report is filed september 19, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, however the issue did not resolve. Subsequently the patient underwent revision surgery (date not reported) to remove excess skin. The implanted device remains.